Event description:
It was reported that during a device change out procedure, the atrial lead exhibited noise and an insulation anomaly. The physician repaired the lead which resolved the noise issue. The lead remained implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.